Event description:
It was reported that a spectrum pump displayed sys error 105. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the sys error 105 caused by severed motor mount screws. The severed mount screws and motor assembly were replaced.